Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. : device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse. Electrode belt:(B)(4): 09/01/2014 - initial use. Inappropriate defibrillations are on anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll on (B)(4) 2015 to report that a patient experienced an inappropriate defibrillation event consisting of twelve treatments during a 12 hour period. The patient's rhythm at the time of the treatments was a sinus rhythm at 85-90 bpm with tall p waves. Multiple counting contributed to the false detections. A review of the event indicates that the response buttons were pressed intermittently during the event but not immediately prior to any of the treatments. The patient went to the ER following the treatments and continued use of the lifevest.